Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the prongs of the plate holder were indeed broken off. Nevertheless we are aware of the fact that this is a rather delicate design. In terms of our continual product improvement our pdc decided to initiate a design change which is still in process. However, a review of the device history records has been requested.

Event description:
It was reported that after a bsso operation on (B)(6) 2011, it was discovered that a plate holder broke. The broken pieces were found outside the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.